Event description:
It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's right ventricular (rv) lead exhibited noise oversensing. Programming changed were made. The patient was stable.

Event description:
New information received notes that pacing inhibition was noted due to noise oversensing.